Event description:
It has been reported to the co that the packaging of this device was defective. Reportedly, the plastic tray is cracked and has holes in it, affecting the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.